Manufacturer narrative:
Concomitant medical product: 6947m62, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing noted on all stored monitored ventricular tachycardia (vt) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.